Manufacturer narrative:
Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated cylinder leakage was noticed and it appears that the device was not implanted. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the observed separation cannot be determined.

Event description:
As reported to coloplast, though not verified, malfunction (cylinder leakage). No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to cylinder leakage. No other adverse patient effects were reported.